Event description:
The customer contact reported that the device was delivering an unspecified concentration of norepinephrine to an ICU pt. No specific programming parameters were provided. Reportedly, the device was unplugged from the ac outlet and during transport to the operating room, the device audibly and visually alarmed for "low battery." Once the pt arrived in the operating room, the device was plugged into an ac outlet and the delivery was continued. After an unspecified length of time, during transport back to the ICU, the pump audibly and visually alarmed for "low battery" and powered off by itself. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt.